Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh750 hematology analyzer misread a bar code label. The customer realized that the misread occurred because they check bar code number and patient name. The erroneous results were not reported outside of the laboratory. The misreads were discovered prior to releasing results. There was no death, injury or change to patient treatment as a result of this event. The label read correctly upon rerun. Sample labels were requested but not sent by the customer.

Manufacturer narrative:
The customer was using codabar barcode symbology with the checksum disabled. Per bec labeling "certain features, such as checksum digits, maximize accuracy in reading codabar, code 39 and interleaved 2-of-5 labels. Use checksums to provide protection against occasional misread errors caused by problems such as damaged or misapplied labels. If you must use bar codes without checksums, beckman coulter recommends that you verify each bar-code reading to assure correct patient identification". A field service engineer (fse) went on-site to collect data and perfomed bar code read test which passed sucessfully.